Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that in june of 1995 their ins stopped working, so they "kind of lived with pain" since then. The patient stated that their dbs system was indicated for hip pain and pain down their left leg. The patient stated that they lost their programmer when they moved back in june of 1995, so they never bothered with the ins after that. The patient stated that their managing healthcare provider (hcp) was (out of dallas, tx), but they aren't sure if that hcp is practicing anymore. The patient's reason for calling was because they are a cancer patient and are in need of an MRI. Agent reviewed MRI compatibility information. The patient asked if they will need to have the ins removed before they can get an MRI. The patient was redirected the patient to their hcp for further assistance. The patient was advised to have their hcp call technical services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that after the patient moved, they were not able to locate the instrument which turned it on. There were no actions taken to resolve the implantable neurostimulator (ins) not working as it has been inactive since 1995.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received fromthe consumer reported it was unknown what led to the implant not working. The patient mentioned they moved and lost the item to restart the implant. No actions were taken to resolve the issue.